Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was received. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation appears to be due to user technique/procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system referenced is filed under MFR report # 2024168-2019-03096.

Event description:
This is filed to report the atrial perforation. It was reported this was a mitraclip procedure performed to treat grade 3-4 functional mitral regurgitation (mr). The mitraclip delivery system (cds) was advanced and the clip placed central medial. Deployment was initiated, but the clip did not separate from the delivery system. The device was manipulated and something on the delivery system broke. The device could not be removed from the patient, so the patient was sent to surgery for device removal. The cds and clip were surgically removed, and the mitral valve was repaired. Additionally, a large septal defect, ruptured septum was also surgically treated. The patient remained stable during and post clip procedure. Approximately 4 days post-surgical intervention, the patient had a stroke and died. Per the physician the patient was noted to be a high surgical risk. No additional information was provided.